Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with 80% stenosis, moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 7.0x40mm armada 35 balloon. The 8.0x59mm omnilink elite stent delivery system (sds) was implanted; however, a distal edge dissection occurred and another 8.0x29mm omnilink elite stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the omnilink elite peripheral stent system instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.